Event description:
During tonsillectomy, while using suction coagulator, noted area on left inner cheek near lip, where insulated suction coagulator touched pt, to be whitish and continuing across lip and outer cheek on left approx 1/2 cm x 12 cm.